Manufacturer narrative:
(B)(4). The reported patient effect of restenosis is a known observed and potential patient effect as listed in the xience pro everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the us. The product is similar to a device sold in the us.

Event description:
It was reported that in-stent restenosis (isr) was noted in a xience pro 2.25 x 15 mm stent, which had been implanted on an unspecified date several months prior. The isr was then treated with a non-abbott 2.5 x 16 mm drug-eluting balloon. The physician made this comment casually and no further details were provided about the case. There was no adverse patient sequela reported. No additional information was provided.